Event description:
No new event description information to report at this time.

Manufacturer narrative:
Correction: h6 - conclusion code, h10 - investigation evaluation. Investigation - evaluation update: upon further review, the complaint investigation was re-evaluated and updated. A review of the device history record could not be performed, as lot information was not provided by the facility. However, a review of sales of the device to the facility identified six potential lots: 7182765, 7518778, 8037438, 9047651, 9381670, 9472561. It should be noted that no nonconformances or additional complaints were reported for these lot numbers. Based on the known information, there is no evidence to suggest that there is any nonconforming products in house or in the field. It has been concluded that a device component failure, without manufacturing or design issues, contributed to the failure mode. The device was in place for three weeks before the separation was observed. This suggests that there was no issue with the attachment of the shaft and hub. Dried adhesive was further observed at the connection point during failure analysis. It is possible that excessive forces were applied to the device during placement or device exchange, causing the separation. It is also possible that any issues during maintenance led to the issue. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the event or patient has been received since the last medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 16jul2019. Investigation ¿ evaluation a review of the complaint history, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The visual inspection of one of the damage chest tubes revealed the catheter tubing and adapter hub were returned separated and there was adhesive present on the outside of the tubing and within the adapter. Additionally, biomatter or another unknown substance was present along the surface of the catheter shaft. Additionally, a document based investigation evaluation was performed. A review of the device master record revealed the proper procedures are in place to identify and prevent this failure mode prior to device distribution. The device history record could not be reviewed due to a lack of lot information provided by the user facility and a review of the sales of the device to the complainant could not narrow down the potential lots. There is no evidence to suggest there is any nonconforming product in house or out in the field. The risks associated with these devices are acceptable when weighed against the benefits. A review of the product labeling and instructions for use provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A supplier investigation was performed for the returned device with cook polymer technology. The supplier confirmed that the insert molded hub separated from the extruded tubing. There is no evidence to suggest there are other products at risk for failure. Based on the information provided, inspection of returned product, and the results of the investigation, a definitive cause was established as unintended user error. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. The risk analysis for the failure mode was reviewed and no additional escalation actions are required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last MDR submission.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Date of this report: the date of submission for the initial report was incorrect. Correct date should be (B)(6) 2019. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: reported as health professional ¿ title unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the drainage at the attachment tore off/broke off while this was inserted into the patient. Further clarification was provided. The child patient had had the drainage for about 3 weeks lying. During a change of the mechanical thoracic drainage (medela?) The thal-quick chest tube set drainage was torn off at the connection. Then the complete thal-quick tube set drainage was removed from the patient and a new one was placed. No other adverse effects were reported for this incident.